Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during its installation surgery due to the fracture of the carrier inside the implant. There is no information about the implant replacement.